Manufacturer narrative:
H3 device evaluation: a mechanical issue and urinary incontinence were reported. The balloon component was visually inspected, microscopically examined. A large, tear was found in the balloon shell (see attached image) consistent with wear and fatigue. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because of the confirmed balloon damage. Product analysis confirmed the device malfunction.

Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis.the artificial urinary sphincter worked during a period. The patient reported that during a daily activity he heard a crack and the device immediately stopped working properly. The patient experienced recurring incontinence. The artificial urinary sphincter was removed, a new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis and was expected to have the device replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that it was reported that the artificial urinary sphincter worked during a period. The patient reported that during a daily activity he heard a crack and the device immediately stopped working properly. The patient experienced recurring incontinence.

Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis and was expected to have the device replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that it was reported that the artificial urinary sphincter worked during a period. The patient reported that during a daily activity he heard a crack and the device immediately stopped working properly. The patient experienced recurring incontinence. Additional information received indicated that the patient had the artificial urinary sphincter removed, a new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.